Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device unexpectedly powered off during patient transfer. The patient associated with the reported event was not harmed.

Event description:
A customer contacted physio-control to report that their device unexpectedly powered off during patient transfer. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, battery cable assembly and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The reported issue was verified in a review of the electronic records. Further evaluation determined that the cause of the reported issue was due to worn battery pins and fretting corrosion on the pcb-mounted jack connector, designator j11, on the power pcb assembly and the cable-mounted plug connector, designator p11, on the battery power cable assembly. After replacing the power pcb assembly, battery pins, battery power cable assembly and performing other unrelated repairs, proper device operation was observed. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device unexpectedly powered off during patient transfer. The patient associated with the reported event was not harmed.